Manufacturer narrative:
(B)(6). During evaluation the force sensor assembly was found to be damaged. The history indicated that loss of prime alarms were emitted and associated with non-zero low forces. The pump correctly detected this issue and emitted loss of prime alarms to alert the user.

Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly. This report is being made based on the evaluation results.